Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that after a long case (complex aortic and arch repair), when blood from the reservoir was spun, clots were found in the holding bag of the autolog wash kit. The instrument and wash kit were used to complete the procedure. There was no patient impact associated with this event. It was also reported that there is no information on the duration of the case, what other agents were used during the case or how much volume was spun. Acda was used as an anti-coagulant. The perfusionist stated that maybe the anti-coagulant amount was not enough. The customer is not requesting repair for the autolog iq instrument. No further action required.